Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. Fill cannula was programed and confirmed in insulin pump history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 215 mg/dl. The customer reported that they were able to clear alarm. The customer¿s stated that they were able to complete rewind the insulin pump. The customer reported that fill cannula was not recorded in daily history. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.